Event description:
The event is reported as: alleged issue: "the surgeon was introducing the catheter into a pt with a nearly obliterated cystic duct; and to do this he cut the plastic tip off the catheter to make it narrower. As a result, the metal support piece came off. Add'l info received stated that a subsequent CT scan revealed that the metal piece was not present in the body. The surgeon said it must have fallen on the surgical field or floor. No pt injury reported.

Manufacturer narrative:
The device history record (DHR) investigation does not show issues related to complaint. Complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. Complaint cannot be confirmed since the sample was not available for investigation. If more info of the sample becomes available, this investigation will be updated as necessary.